Event description:
It was reported to st. Jude medical that the device post-sensed t-wave oversensing on the ventricular channel. Technical services discussed reprogramming options and recommended induction testing if the ventricular sensitivity settings were decreased through reprogramming. It was later reported that the device was explanted and replaced.